Event description:
It was reported that the iab was inserted via the femoral route. Difficulty was encountered as the catheter was advanced. The iab was removed and replaced without any complications.